Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (dqy;lit). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly difficult to deflate. It was further reported that it did deflate a little and it was withdrawn through the vein and through the sheath without damage. Reportedly, there was difficulty in balloon inflation. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly difficult to deflate. It was further reported that it did deflate a little and it was withdrawn through the vein and through the sheath without damage. Reportedly, there was difficulty in balloon inflation and also difficult to remove. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one atlas pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the distal tip of the balloon was prolapsed. No other anomalies noted on the catheter, bifurcate and luers. During functional testing, an in-house presto inflation device was used to inflate the device and was able to inflate to nominal and rated burst pressure. An attempt was made to deflate the balloon catheter but would not deflate. The balloon was stripped for visibility of the portholes, and no damage was noted to the porthole. In addition, the glue bullet was not visible. The outer catheter was cut longitudinally, and it was noted the glue bullet was within the outer catheter and not seated correctly. No further testing was performed. Therefore, the investigation is confirmed for the reported deflation issue as the glue bullet was within the outer catheter and not seated correctly which could have caused deflation issues. Also, the investigation is confirmed for the reported sheath removal difficulties as the distal tip of the balloon was prolapsed, which could have been caused due to difficulty in removing from the sheath. However, the investigation is unconfirmed for the reported inflation issues as the balloon was able to inflate to nominal and rated burst pressure. A definitive root cause for the reported inflation, deflation and removal difficulties could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, d2b (dqy; lit), d4 (unique identifier (UDI) #), h6 (component, device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.